Event description:
Customer reported she had ¿a bad infection where the cannula inserts and actually was treated by hcp with antibiotics¿ customer does not recall when this event occurred. The pod was discarded and will not be returned for eval.

Manufacturer narrative:
The device was discarded and therefore unavailable for eval. We are unable to determine if any product contributed to the pt¿s infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible. The omnipod user¿s guide warns ¿to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs,¿ and cautions ¿if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises to ¿at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat.¿